Event description:
The customer received a questionable alkaline phosphatase (alp) result for one patient sample. The initial result was 21 u/l and was reported outside the laboratory. The physician did not believe the result and requested the sample be repeated. The repeat result was 339 u/l. The patient was not adversely affected. The alp reagent lot number was 60134901. The expiration date was requested, but was not provided. Review of the provided reaction monitor determined no or too little sample was pipetted causing the issue. A specific cause of the low pipetting was not determined.

Manufacturer narrative:
After further investigation, a specific root cause could not be identified. The field service representative confirmed the wash levels are all set correctly, the gear pump and input pressure were acceptable, and the ultra-sonic mixers were clean. It was noted the sample was tested in a micro cup, but the cup type in the system was not changed from normal to micro. As described in product labeling, this may lead to incorrect results.

Manufacturer narrative:
This event occurred in (B)(6).